Manufacturer narrative:
The customer's complaint that the tubing separated where the pump segment meets the blue piece could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the chemo tubing separated where the pump segment meets the blue fitment. No patient harm was reported.